Event description:
On (B)(6), 2010, a respiratory therapist reports, an internal leak from inomax ds device (B)(4). The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and is scheduled to be returned to the company for investigation.

Manufacturer narrative:
Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.